Event description:
It was reported that about three months post implant, the therapy stopped helping a patient and he ended up having the implantable n neurostimulator removed. The reporter stated that the device was supposed to help with neck and back pain so that he could lower or discontinue the use of oral medication, but it didn't help and the patient used more medication. It was reported that the leads bunched up in the patient's neck and caused him pain. It was reported that the patient's health care provider (hcp) would not agree to remove the leads because he didn't perform the implant, it was "too risky," and the hcp didn't want to be liable. It was noted that the patient had an appointment scheduled to see this hcp on (B)(6) 2012. The reporter stated that the implanting physician would not return the patient's phone calls. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up reported the patient did not have concerns with their device or therapy. It was also noted the patient's original doctor was no longer their doctor.

Manufacturer narrative:
Product ID 3888-45, lot# v433248, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v205388, implanted: (B)(6) 2010, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3550-39, lot# n243274, implanted: (B)(6) 2010, product type accessory. (B)(4).